Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 20 mmol/l (360 mg/dl) while wearing the pod for between 5 and 24 hours. The pod was reportedly leaking and the adhesive failed to adhere. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, insulin injections were administered.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked. The downloaded data does not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported adhesive issue could not be determined. The fluid path was damaged during the investigation compromising the fluid path test. The cause of the reported leaking during wear event could not be determined.